Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two hours after implant that the patient's right atrial (ra) lead dislodged as found by telemetry and ra lead sensing the ventricular signal. The ra lead was then repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.